Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 438 mg/dl, which was treated with a bolus delivery. Customer had symptoms of mouth and head discomfort. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, customer mentioned that time was not changed to accommodate daylights savings time. After troubleshooting, customer was advised to monitor blood glucose and call back when in receipt of tubing clamp in order to complete troubleshooting.